Manufacturer narrative:
Additional information received indicates that the patient was explanted due to not receiving adequate pain relief. The device was working properly and the patient was reportedly doing fine. The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient would undergo an explant procedure. No further details were provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient would undergo an explant procedure. No further details were provided.